Event description:
The hcp reported, the patient had been experiencing no symptoms of withdrawal. "Noted disconnect on spine xray ordered by orthopedics". The pateint was given a prescription of oral baclofen. The device system was explanted and replaced. The patient is reported to have recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal catheter torn. Code 400 used for the catheter.